Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. A visual inspection of the device did not identify any damages or defects. When the rotablator plus system was connected to the rotablator console and the foot pedal was pressed, the device was able to reach and maintain optimal revolutions per minute (rpm) with no resistance or issues. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. It was considered likely that the reported events and following procedure cancellation were attributable to procedural factors.

Event description:
It was reported that the procedure was cancelled. A 1.50mm rotablator plus was selected for use. During preparation, it was noted that the catheter reached the lesion but failed to operate because gas was not delivered. The procedure was not completed due to same device unavailable. There were no patient complications reported.

Event description:
It was reported that the procedure was cancelled. A 1.50mm rotablator plus was selected for use. During preparation, it was noted that the catheter reached the lesion but failed to operate because gas was not delivered. The procedure was not completed due to same device unavailable. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.